Manufacturer narrative:
The used device was returned for evaluation. As received one of adaptor came separated from trifurcated connector. Once the parts were analyzed with uv light an insufficient solvent coverage on trifurcate and adaptor were confirmed. No damage or excessive force being applied on the separated parts was observed. The bonded adaptor was torque tested and this passed the product specification. Complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error during manual process assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp, where it was reported there is a connector from one of the two branches which can be removed, when it should not be able to be removed. The event occurred during patient use, there was no medication leak, there was no cut, no tear and no hole on the device.